Manufacturer narrative:
G2: country of event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, when the physician performed insertion of s5 screw, a cracking sound was heard and breakage to the screwdriver was confirmed. Procedure/technique performed was posterior lumbar fusion. During the revision surgery, the tip of driver broke in the crown of screw. So the screw was removed and implanted another screw. There were no fragments of broken driver left inside patient. There were no patient symptoms or complications reported. No additional treatment or surgery performed as a result. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 5584099 ; lot# sw19e011 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.